Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. From the 2 (sbbabb & rkbeht) lot numbers provided could you please clarify what issue (breakage suture or pull off suture needle) occurred to each lot number (sbbabb & rkbeht)? Events reported via: 2210968-2022-05915, 2210968-2022-05916, 2210968-2022-05917, 2210968-2022-05918, 2210968-2022-05919, 2210968-2022-05922 and 2210968-2022-05920.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got broken and some strains got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: -from the 2 (sbbabb & rkbeht) lot numbers provided could you please clarify what issue (breakage suture or pull off suture needle) occurred to each lot number (sbbabb & rkbeht)?: in both of these lot numbers, breakage of suture occurred. Events reported via: 2210968-2022-05915, 2210968-2022-05916, 2210968-2022-05917, 2210968-2022-05918, 2210968-2022-05919, 2210968-2022-05922 and 2210968-2022-05920.